Event description:
It was reported that during a lap cholecystectomy procedure, the clip applier jammed, breaking the device. A new clip applier had to be pulled to complete the case. There were no pt consequences.